Event description:
The patient called lifescan and alleged that their meter was reading inaccurately high. They reported three results of 559, 594, and 528 mg/dl. They stated that they had no symptoms at the time of testing. They were comparing these results to normal readings/feelings. They visited the hospital and their blood glucose was tested. The results were 240 and 250 mg/dl. No treatment was reported. The patient did take their oral medications prior to going to the hospital. There is no evidence of the meter contributing to a serious injury; the patient obtained high results, with no symptoms. At the hospital the blood glucose was lower than their meter but the results obtained on the hospital did not reflect an injury. No medical intervention was reported. A replacement meter is being sent to the patient.